Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was plastic foreign matter inside the device leading to unknown inaccurate test results. This occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show plastic strands from the shield in the cap of the tube. A total of 100 retained samples were visually inspected, and no plastic foreign materials or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has been confirmed for the indicated failure mode foreign matter-angel hair. This complaint has not been confirmed for the indicated failure mode: erroneous results (unknown). No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was plastic foreign matter inside the device leading to unknown inaccurate test results. This occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.